Manufacturer narrative:
According to the hospital there are no clinical consequences to be expected for the pt. Error of use resulting in unintended pt treatment. No failure of the device was stated by the hospital. Root cause: human error. Corrective and preventive actions: field safety notice. Update of instructions for use.

Event description:
Radiotherapy treatment of one pt was started without the planned, intended conical collimator mounted to the linear accelerator. Iplan rt dose was used to create the radiotherapy treatment plan. According to the hospital there are no clinical consequences to be expected for the pt.